Event description:
The customer reported to customer service that her transformer broke apart where the screws attach. The customer did not have any unusual issue to report.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to obtain additional info from the customer is ongoing. Should additional info resulting in new, changed or corrected info be obtained, a follow up report will be filed at that time. A product eval confirmed that the info housing is cracked in half. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Producting samples were dropped three to five times from a height of 1.0 m and the housing showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. (B)(4). Eval summary: a visual examination of the power supply revealed the transformer housing was cracked in half, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the vdc plug was measured at 13.91 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 50.57 ohms, which is normal and indicates that the thermal fuse did not blow.